Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified artery. A 10mmx2.50m wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was ruptured upon third inflation at 10atm within 30 seconds. The device was removed using normal method without any problem. There were no complications reported and the patient was in good condition post procedure.

Manufacturer narrative:
E1. Initial reporter city: (B)(6).